Manufacturer narrative:
Based on the information provided. The root cause of this complaint cannot be determined. No portion of the device was reported available. (B)(4).

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, the coil broke or prematurely detached within the microcatheter. The coil was pushed out to the intended site using a syringe. This is 1 of 2 devices reported during this incident. The other is reported in 2032493-2016-00191 ((B)(4)) no harm or injury was reported due to this incident.